Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-706a-2531: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 79,006 joules of use the tip of the side-firing surgical fiber broke. The procedure was completed with a second fiber (298,582 joules used). The fiber tips of each of the fibers used were cleaned during the procedure. Patient outcome: ¿no injury¿.